Event description:
It was reported to medtronic minimed that the customer experienced lost sensor alarm and no communication between the insulin pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-7841zn, mmt-1884l. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. No product return is required for mmt-7841zn. It was unknown whether the customer will discontinue to use of the device. Mmt-1884lwas requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the self-test. Unit was successfully downloaded using thump for history files and traces. Pump communicated and calibrated properly with test guardian link transmitter 3. No calibration not accepted alert noted during testing. Pump was monitored with guardian link transmitter 3 and no lost connection noted during testing. No alerts/anomalies/alarm noted during test. P-cap was attached and locked into place properly, however, damage to the retainer ring was noted. Pump was cut open to perform visual inspection and moisture damage found on the pcba 1 and lcd assembly. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case, cracked case, cracked case (battery tube), battery tube threads - cracked, broken belt clip rails, broken reservoir tube lip, partially broken retainer, missing o-ring (reservoir tube) and label damage (stained and faded). No communication pump to transmitter (unresolved) was not confirmed. Retainer ring damage confirmed. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.